Manufacturer narrative:
Olympus detected this issue during servicing and there was no reported customer product complaint or allegation, therefor there is no information of the customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the scope to the service center for a separate issue. During the device analysis, a partially missing c-cover was found. There was no patient involvement.